Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the terumo bct medical review process determined that there is currently no available evidence to suggest that the wbcd procedure caused or contributed to the reported death. Root cause: specific root cause could not be determined however based on customer statements, possible cause could be associated with disease progression.

Manufacturer narrative:
Investigation: the customer initially contacted a terumo bct support specialist and reported that they expected ~50% reduction in wbc count of the patient following a white blood cell depletion (wbcd) procedure on optia, which was not achieved. The customer declined to provide the serial number of the spectra optia device or the lot number of the disposable set used for the depletion procedure. The customer did not provide the lot number pertaining to this event; therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that an elderly patient expired after a white blood cell depletion (wbcd) procedure on optia. Per the customer, the patient was stable throughout the procedure and it was completed without issue. However, the patient expired later in the same day the procedure was completed. The customer reported that there is no evidence to support that the procedure in any way contributed to the patient¿s later death and there are no concerns about the device or disposable product that relate to the death in any way. The customer declined to provide patient's identifier (ID), weight, patient condition prior to procedure, procedure date and any additional procedural information concerning the death and its causes. The customer declined to return the disposable set for investigation. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.